Manufacturer narrative:
Reliability analysis inspected one opened/used sensor and found sensor cannula retracted inside of the sensor. Unable to confirm if the customer received the sensor damage due to the product being returned opened/used. Performed visual inspection and checked introducer needles for burrs/hooks and dull needle tip defects and none were found. Both introducer needles passed per specification.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call sensor break and blood at site. Customer's blood glucose level was 118 mg/dl. Customer advised they removed the sensor and the cannula was missing. Troubleshooting for the cannula/needle break was performed. Customer advised there was blood when they removed the sensor from their body. Customer advised the transmitter did not blink when connected to the sensor. Customer advised they are not sure if the sensor cannula is in their body. Customer was advised to return the sensor for analysis and that a replacement sensor will be sent out.